Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an immulite 2000 instrument. It is unknown if the discordant result was reported to the physician(s). The sample was repeated on the same instrument and an advia centaur cp instrument and resulted lower on both. The result from the advia centaur cp was reported to the physician(s). It is unknown if there was any patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse cleaned the centrifuge and dilution well. The cse also reinstalled the immulite software. The cause of the discordant troponin result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.